Event description:
It was reported that high hv impedance was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A fracture of the conductor was found at 3.1cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of high hv lead impedance.